Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw51033958) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop dizziness, headaches and nausea. A correction to the b5 should be as below : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in voluntary medwatch (mw51033958), alleging an issue related to a CPAP device's sound abatement foam. The patient reported dizziness, headaches, nausea and took aspirin. The patient is having copd, asthma, and heart disease. The patient also reported eyes were irritated, throat is scratchy, began feeling chest pressure and had difficulty breathing. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed dust/dirt and white powder found around the air inlet, on the inside iso port., film-like contaminant on top enclosure. White powder contamination was also observed on the blower and in blower box, blower cap and on the blower seal. Evidence of water ingress in blower box of the device was also observed by the manufacturer. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust/dirt contamination and water ingress was observed, are consistent with being from an external source.

Event description:
The manufacturer received a voluntary medwatch (mw51033958) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop dizziness, headaches, and nausea. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.